Manufacturer narrative:
Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60110333. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing a hole worn into the tyvek lid of a compact intutiv pack disposable tubing set model opo80. The surgery center had concerns the packaging had been comprised and the tubing pack was no longer sterile. This is 1 of 2 reports.

Manufacturer narrative:
Investigations: the failure mode of ¿pinhole in the packaging¿ was not replicated through mechanical stress inflicted by simulated standard shipping and handling conditions, however, was able to be replicated when a single opo80 tubing pack was dropped from a height of 48 inches. A potential contributor for the ¿pinhole in the package¿ may be related to the opo80 tubing pack being able to move within the tyvek packaging and during its inappropriately handling by the user such as unintentional dropping of the tubing pack tray on the floor. Device labeling does contain instructions to not use the device if the package is damaged. As a proactive and precautionary measure, the current packaging will be reconfigured (and validated) to increase its durability. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.